Event description:
The patient received emergency room treatment for hypoglycemia after removing the cartridge from the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. There is no reported pump malfunction. The patient stated that he removed the cartridge containing insulin from the pump while attached to the infusion set. The pump user guide instructs to disconnect the infusion set from your body when changing the cartridge. The patient has continued to use the pump with no reported subsequent events.